Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated due to a reclassification of the medwatch from malfunction to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Event description:
The valve was perforated. During the surgical procedure of ventricular peritoneal derivation, there was a problem with the valve, when it was being implanted into the subcutaneous space, occurring the leakage of the liquoric content through a fissure in the side of the valve. On 4/2 additional information explained that there was a delay in surgery as the doctor had already implanted the system, and after, he had to remove this system and put another one. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated due to a reclassification of the medwatch from malfunction to serious injury. Based on a phone conversation (B)(4) received from (B)(6) at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a hole in the silicone housing was seen. Although it is not possible to determine how the hole occurred, it might be possible that the device came in contact with the edge of a sharp instrument. This however could not be confirmed. The instructions for use warn health care users to use extreme care as silicone has a low tear resistance. Prior to distribution each valve is 100% leak tested and this type of problem would have been detected. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported the during a valve procedure and after the device was connected, leakage occurred from the side of the valve. As a result the device was replaced causing a delay in the surgery.